Event description:
During our preventive maintenance cycle rust was found in the ventilator portion of the datex ohmeda adv anesthesia machine. The rust is collecting on the edges of the bellows bottom plate.